Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2004, patient reported chest pain. On (B)(6) 2006, patient underwent anterior lumbar interbody fusion with instrumentation, l4-l5 and l5-s1. Cages times 2 at l4-l5 and l5-s1. Bone marrow aspiration of l4 vertebral body with harvesting and transplanting for stem cells with copious cancellous bone substitute. Rh-bmp2/acs. Intraoperative fluoroscopy. Intraoperative somatosensory-evoked potential (ssep) and electro myographic (emg) monitoring with rhbmp-2, cages to treat lumbar radiculopathy with discogenic pain. Per-op notes: bone marrow aspiration was done on l4 vertebral body. Stem cells along with cancellous bone substitute and rh-bmp2/acs sponge were packed in cages at l4-5 and l5-s1, these cages were implanted into respective vertebrae. Intraoperative ssep and emg monitoring were performed of all four extremities throughout the procedure for over 3 hours without complications. Intraoperative fluoroscopy was utilized for placement of all hardware with final images obtained, interpreted and saved for the final record. On (B)(6) 2006, patient underwent MRI of lumbar spine pre and post gadolinium. Impression: the exam did not identified central canal or foraminal impingement. What I do appreciate is a component of post surgical scar in the pre-thecal space at l5-s1 disc interval. Although present, it does nor appear to be significantly compressing or displacing the s1 nerve roots. On (B)(6) 2007, patient underwent MRI of lumbar spine with and without gadolinium. On (B)(6) 2007, patient reported pain which had not improved after second epidural injection. X-rays showed the implants in good position. The fusion looked stable. On (B)(6) 2007, (B)(6) 2007, patient underwent ir fluoro guidance needle loc spine. Impression: successful epidurogram and placement of epidural steroids and anesthetic. On (B)(6) 2007, patient reported pain in right side of buttock. Patient had epidural injections which did not help much. X-rays showed the implants in good position. The fusion looked stable. On (B)(6) 2007, patient underwent ir fluoro guidance needle loc spine. Impression: fluoroscopic guided right sacroiliac joint injection was performed. On (B)(6) 2007, patient reported improvement in pain after right sacroiliac injection. X-rays showed the implants in good position. The fusion looked stable. On (B)(6) 2007, patient presented for follow-up. Patient reported back pain and more muscular pain than usual. Patient had lumbar facet injection with rfa l3-4 for lumbar radiculopathy, discogenic syndrome/ann tear, sacroiliitis. On (B)(6) 2007, patient presented for follow-up. Patient had lumbar facet injections but reported that pain was same prior to injections. On (B)(6) 2007, patient reported numbness which improved after facet blocks but was there again after it wore off. Patient also reported back pain. Patient had lumbar facet injection with rfa l3-4 for lumbar radiculopathy, discogenic syndrome/ann tear, sacroiliitis. X-rays showed the implants in good position. The fusion looked stable. On (B)(6) 2007, patient underwent if fluoro guidance needle loc spine. Impression: attempted left sided l3-l4 rhizotomy was abandoned for reasons described above, ultimately a left l3--l4 fluoroscopic guided facet injection was performed instead. On (B)(6) 2008, patient reported pain which had improved but returned. X-rays showed the implants in good position. The fusion looked stable. On (B)(6) 2008, patient underwent ir fluoroscopic guided needle localization of the spine fluoroscopic guided diskography of l2-3 and l3-4. Impression: diskography at l2-3 and l3-4 demonstrated only mild concordant pain at l2-3. CT of lumbar spine without contrast. Impression: status post-surgery at l4-5 and l5-s 1. Bilateral sacroiliac degenerative changes. Normal appearing disks at l2-3 and l3-4. On (B)(6) 2008, patient reported low back lumbosacral pain which radiates down her buttock area. X-rays showed the implants in good position. The fusion looked stable. On (B)(6) 2008, patient reported back pain which radiates down to right lower extremities. Patient was diagnosed with lumbar radiculopathy, discogenic syndrome/ann tear, sacroiliitis, hip bursitis. X-rays showed the implants in good position. The fusion looked stable. On (B)(6) 2008, patient underwent colonoscopy. On (B)(6) 2008, patient reported low back and right leg pain. Patient had epidural injections, which did not help in reducing pain. Patient underwent x-ray. Impression: status post lumbar fusion from l4-s1. On (B)(6) 2008, patient underwent spiral CT of lumbosacral spine. Impression: there are extensive post-surgical changes involving the l4-5 and l5-s1 levels with compression screw and plate identified along with disc replacement surgery involving the l4-5 and ls-s1 levels. There is no evidence of significant amount of spinal stenosis on the current examination with significant attenuation artifact due to hardware. On (B)(6) 2008, patient reported with right hip pain which hurt on direct palpitation. Patient wanted to have hip injection. X-rays obtained today showed great position of all her hardware from l4 to s1. There was no evidence of obvious back out or failure. On (B)(6) 2008, patient presented for follow-up, patient reported mid back pain radiating down right side. X-rays showed the implants in good position. The fusion looked stable. On (B)(6) 2008, patient presented for follow-up of chronic back pain. Patient was scheduled for removal of hardware and fusion surgery on (B)(6) 2008. On (B)(6) 2008, patient presented for follow-up. Patient reported pain. Patient underwent the x-lift procedure through lateral approach through psoas muscle. Patient could have psoas, hip, and thigh pain afterwards. X-rays showed the implants in good position. The fusion looked stable.